Manufacturer narrative:
Date rec'd by MFR: 16aug2019. The manufacturer's remote service technician walked the customer through touchscreen calibration; however, the touchscreen was unresponsive. The customer requested onsite support. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The touchscreen was unresponsive. The fse replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 19 sep 2019. The touchscreen as returned to the manufacturer for failure analysis. A visual inspection showed no signs of damage or contamination. During testing, it was determined that the resistance (ul_lr and ur_ll) and resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
It was reported that the unit had a touchscreen failure. The device was in use at the time of the event; however, there was no patient harm.